Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3544600, lot #235491. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 600cc gel breast prosthesis that ruptured after implantation. The patient¿s healthcare provider reported that the patient stated her mammogram showed a rupture on her left side. As a result, the patient will undergo bilateral explantation with no replacements on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, the mentor product analysis lab received the device for evaluation. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with cloudy appearance. Black, white, and yellow material were observed within the device. Yellow material and gel were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring 11.0 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the black, white, and yellow material observed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).